Manufacturer narrative:
The reported fault was cleared by the customer. No ge service was required. The system operates as intended.

Event description:
The customer reported that the 9600 system displayed a battery error message. No pt injury was reported.